Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Product manufacturer reference number: 3006705815-2019-03782.it was reported that the patient's lead had migrated. It was discovered that one lead had been connected to two anchors and the other was not anchored. The patient has had multiple falls. The lead that was not anchored had migrated and the patient was getting uncomfortable rib stimulation. As a result, the leads were explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.

Manufacturer narrative:
Explant date has been updated.